Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and the arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The arteriotomy locator was returned partially bent and curved. A minor kink was observed at the blood inlet holes of the locator. The hemostasis sheath and carrier tube were returned separated, and the suture was located within the hub of the sheath. Slight tension was applied to separate the components and were able to easily take apart. Collagen and anchor were not attached to the suture. The end of the suture appeared to be cut. Both the black and the clear compaction marker bands were on the suture. The carrier tube shaft was slit all the way from the distal tip to the device sleeve locks. The longitudinal cut was not clean and appeared to be made attempting to deploy the user. Based on the investigation, the complaint was unable to be confirmed for the alleged allegation of component separation. However, it appears that the devices may have separated during use, which resulted in a complication during the procedure. An exact root cause for the issue of device separation was unable to be determined. The likely cause could be related to pulling the carrier tube back in a rocking motion while attempting to set to rear lock position. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Lot number: requested, not provided. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: cath lab director. Device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that they were able to successfully place the angio-seal sheath. After insertion of the device, the first "click" was noted. After trying to pull back on device cap to lock the device, the second "click" was not noted and customer stated that the device components became exposed. They then noted that the footplate, suture, and collagen were deployed in the artery. The patient was observed and had no immediate adverse reactions. Manual pressure was then completed as there was not a successful seal of the arteriotomy via the angio-seal device. No additional follow up was noted on patient. The patient was doing fine after the event and manual pressure was applied. The procedure was completed successfully. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2021: the procedure performed was a percutaneous coronary intervention (pci) using a 6fr procedural sheath. A pre-deployment angiogram was performed.